Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump had critical pump error image on the pump screen. The customer¿s blood glucose level was unknown. Advised the pump will need to be replaced. Recommended customer refer to back up plan per. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Unable to download and constant critical pump error alarm. Problem isolated to electrical board. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime and seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error.